Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification range, for two patients, involving the access 2 immunoassay system. The elevated results were released from the laboratory. The customer was not aware of any impact to patient care. There has been no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patients' samples, on an alternate access 2 system, generated lower troponin I results, within the normal reference range, for both patients. The customer indicated corrected results were issued to the hospital. Beckman coulter customer technical support (cts) suggested the customer to perform a 15-point precision test using level 1 quality control (qc). The precision test passed all points within the stated mean and of +2 standard deviation (sd) limit. The customer stated there were no error messages on the instrument event log prior to the event. The customer noted the laboratory temperature fluctuates from 21 to 24 degrees celsius. The customer monitors the laboratory temperature manually and began verifying the temperature hourly. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the ultrasonics voltage was outside instrument specifications (197 ± 3) as it was performing at 210-250. The fse adjusted ultrasonics voltage to be within instrument specifications and performed system verification testing (system check and quality control) which was within assay and instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.